Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06600. It was reported the pt lost stimulation. An impedance check revealed invalid contacts. The pt plans to have the scs system explanted on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.